Event description:
It was reported that there was sensing difficulty, oversensing, high impedance, an apparent lead fracture, and that the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed. Full lead in segments.

Event description:
It was reported that there was sensing difficulty, oversensing, high impedance, an apparent lead fracture, and that the patient received inappropriate therapy. The lead was explanted and replaced. No further patient complications have been reported as a result of this event. Follow up information from the clinic reported there were no device issues related to the patient's death, but the svc lead extraction in 2009 was difficult. A "laceration occurred on the innominate vein in the svc due to all the adhesions." Patient was hospitalized a couple extra days and was doing fine until suddenly two days later, while sitting in a chair, the patient's pulmonary status began to deteriorate. The patient arrested and was not able to be resuscitated. A pulmonary embolus was suspected, though the clinic does not know the exact cause of death.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: distal conductor fractured; full lead in segments returned and analyzed.